Event description:
It was reported when using the paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was a "piece of black powder found in the plastic tube."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for multiple black dot-like foreign matter inside the tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of black dot-like foreign matter based on the provided photo. Bd was not able to identify a root cause for the indicated failure mode.